Event description:
The patient called animas on (B)(6) alleging there were air bubbles in the cartridge the second day after filling the cartridge. The patient states this has been happening with the last two shipment of cartridges. The cartridge was no expired and the insulin was not expired. Troubleshooting determined that the patient follows the instructions for filling the cartridge and correctly uses room temperature insulin. The luer lock of the cartridge to the infusion set was tight per the patient. This complaint is being reported because the patient alleged that air bubbles formed in the cartridge. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Lot # b201765.the cartridges have not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/06/2012-device evaluation: a retain cartridge sample from lot # b201765 has been evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test and a fill test were performed with no failures observed. There was no defect found on investigation. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.